Event description:
It was reported while using bd precisionglide¿ 27 g x 1-1/4" hypodermic needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: material#: 305136, batch#: 2175216. It was reported by customer that 27 g 1.5¿ needles (clogged ¿ would not infuse) x 2 separate kits. Complaint number - (B)(4). Created date - 03-03-23. Event date - (B)(6) 2023. Manufacturing site - jrz. Product malfunction/failure mode - defective component. Product description summary - 27 g 1.5¿ needles (clogged ¿ would not infuse) x 2 separate kits. Complaint quantity - 2. Mfg. Sku number - 305136. Component name - disc sug bf301629 (021723)ndl,27gx1-1/4in,precisionglide. Investigated component lot number - 2175216. Was there an injury - no. Was there a death - no.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305136 and lot number 2175216. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.